Event description:
The pump wasn¿t working; it never worked. It did not provide therapy relief even with different medication in the pump; the patient had a loss of therapy and no pain relief. The patient had received relief from all of her previous pumps. The patient requested that it be removed. There was no patient injury. The patient recovered with sequela; the patient had a seroma. The catheter was still in the patient¿s spine. The patient received the pump from the pathology department because she wanted to see what it looked like. As of (B)(6) 2014, the pump was ¿still beeping¿ and the patient no longer wanted the pump. The device system was delivering baclofen, dilaudid, and a third drug, but the patient couldn¿t remember what it was.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-9, lot# n269584, implanted: (B)(6) 2011, product type: accessory. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. Product ID: 8709, lot# l55000, implanted: (B)(6) 1998, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient reported that the pump was removed because ¿it wouldn¿t quit beeping.¿

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.